Manufacturer narrative:
Correction to d10: the concomitant product was not included. This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: d8, d9, h3, h4, and h6. It has been less than one (1) year since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the formal investigation, a likely mechanism causing the tip detachment occurred because sparks discharge between the tissue and the electrode occurred during output activation (high-frequency output was set too high, an electrosurgical unit was used in the coagulation mode, and output activation time was too long). High heat caused by spark discharge was locally applied to the tip and the electrode. This caused the adhesive strength of the adhesive agent that affixes the cutting knife and the tip to decrease. Finally, a force to perform a tissue incision was applied to the tip. The adhesive strength of the adhesive agent decreased, causing the tip detachment. However, the exact cause of spark discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: "this instruction manual contains the following information. (Drawing no. Gk6202 revision no.19) when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps. Aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as punctures, hemorrhages or mucous membrane damage. Application of high-voltage waveforms for extended periods increase the likelihood that it may break the cutting knife or crack the tip. When a high-voltage waveform has to be used, minimize the duration of current application." Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a therapeutic gastric procedure (esd), the ball tip of the single use electrosurgical knife fell off into the patient's stomach. The doctor noticed the missing tip and had fallen off and the doc decided not to collect the tip ball but to wait for it to be naturally expelled. The procedure was completed on a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.